Manufacturer narrative:
Insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Insulin pump received with cracked lcd window at bottom right side corner, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. She took the battery out and the alarm was still there. Customer's blood glucose was 137 mg/dl. Customer reported the device might have been exposed to sweat, as significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.